Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown. The customer¿s blood glucose level exceeded 500 mg/dl, reaching 512 mg/dl. The customer addressed the high blood glucose level with a correction injection. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.